Manufacturer narrative:
(B)(4). The reported complaint of "printer not functioning appropriately" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "printer not functioning appropriately". Additional information states that the iab pump console was swapped. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "printer not functioning appropriately". Additional information states that the iab pump console was swapped. The patient's current condition is reported as "fine".